Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was dim/faded and the letters were discolored. Patient reported that resetting contrast to maximum, battery change and lens film removal did not resolve the dim display issue. Patient denied that there was moisture exposure or trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.